Manufacturer narrative:
Two opened probes were received with tip protectors, in bubble bags. Sample #1 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The functional tests were unable to be performed as the inner cutter was observed to be broken at the port during the functional testing. Sample #2 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. Orange/brown foreign material was observed on the port face and tip of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that sample #1 had a cut failure. The evaluation indicated that the inner cutter of sample #2 was broken at the port, therefore, functional testing was unable to be performed and the reported cut failure was unable to be confirmed. The root cause for the broken inner cutter of sample #2 is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported cut failure was not confirmed in sample #1 and it appears that the observed broken inner cutter on sample #2 was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that poor cutting during surgery. The condition of actuating and aspirating was unknown. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.